Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had fault error code 1003. The field representative sent a memory dump to boston scientific technical services (ts) for analysis. The field representative had informed the hospital that the device might be replaced within two weeks. In addition, the field representative asked for the device's remaining battery life. A boston scientific company engineer discussed that the device had low voltage fault code which was declared appropriately. There were no other suspicious fault codes or resets stored in the device memory. The voltage was 3.008 volts where therapy delivery was unaffected. However, the device should be replaced. The device's current appeared to be steady but may change unpredictably. In addition, the device did not have a significant battery reserve. No adverse patient effects were reported. The device remains in service. Additional information received. The device was explanted. No adverse patient effects were reported. The device will be returned.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and returned for analysis.